Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of anxiety product/procedure, pain, adhesive was received on (B)(6) 2019 with lot number 1743045. Visual and microscopic analysis of the returned device identified: fold creases, observed a dark circle around the patch, extended opening with striated edge, crease sharp edge and a sharp edge with localized stresses induced (a dimension measurement in the shell was performed which identify the thickness within specification), non penetrating nicks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. A curved striated opening assessed as surgical damage. A sharp crease opening assessed as fold flaw opening. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported bilateral exchange of textured breast implants due to the patient¿s concern with the product, pain and "capsule adhered to implant." Additionally hcp reported silicone granulomas. Device has been explanted. This record is for the right side.